Event description:
Burn; experienced burns and blisters where she had applied. Thermacare advanced back pain therapy [thermal burn]. Blisters; experienced burns and blisters where she had applied thermacare advanced back pain therapy [blister]. Redness; entire area of which the heat wrap was applied was red [erythema]. Thermacare wrap was placed directly on her skin around 10pm, before she went to bed; fell asleep and woke up about 6-8 hours later [device misuse] case description: this is a spontaneous report from a contactable consumer reported for his wife. A (B)(6) caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) , device lot number j96729, expiration date february 2017, via an unspecified route of administration on (B)(6) 2015 for lower back pain. Medical history included left rotator cuff surgery on (B)(6) 2015, post-menopausal, patient has no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. Concomitant medication included: oxycodone 5 mg tablets by mouth for pain after rotator cuff surgery. She took two oxycodone 5 mg tablets that sunday at 7 am, 1 pm, 7:15 pm and 1o pm. She took her next dose, monday (B)(6) 2015, another two tablets of oxycodone 5 mg tablets and he usually would give her the oxycodone every 4 hours, as needed. The patient previously took thermacare heatwraps off and on when needed in the past 3 months, when asked for how long, it was answered varied. The same problem/symptom was not experienced during previous use. Patient previously used other heat products for pain relief like electric heating pad, hot water bottle, microwave gel pack off and on, as needed in the past 3 months. When asked for how long, it was underbed varied. No problem/symptom with one of these products. The patient had recent left rotator cuff surgery on (B)(6) 2015 and had spent a lot of time in bed recuperating; which led to lower back pain. Applied product to the small of her back, above her hips. She wore a nightgown over the patch and she had a band around her waist, across where the patch was applied, from the sling she had to wear at all times. Thermacare wrap was placed directly on her skin around 10 pm, before she went to bed, on sunday, (B)(6) 2015. She used the product for six to eight hours. Probably closer to 6 hours. She fell asleep and woke up about 6-8 hours later, on monday, (B)(6) 2015. Due to pain where the patch was. She had removed the patch and showed her husband, around 7 am that morning. He counted 5 blisters, all fluid filled, one larger blister, the size of a quarter had popped and the other 4 blisters, about the size of dimes. The entire area of which the heat wrap was applied was red. Not check skin under the product while wearing thermacare; did not read the usage instructions on thermacare before used the product. Therapeutic measures were taken, report applied aloe burn ointment topically to the blisters and reddened area where the product had been applied. As well as neosporin ointment topically once day and place gauze over the area. The product was discontinued on 13 jul 2015. The outcome of burn was not reported. The events blisters and redness were not resolved. Patient has medium skin tone. Has no sensitive skin. No any abnormal skin conditions. Box and packages in side of the product were all sealed. Not engage in exercise while using the product (for example, running, bicycling); did not consult a healthcare professional for the problems. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history record, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. The complaint could not be confirmed. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Case description: this is a spontaneous report from a contactable consumer reported for his wife. (B)(6) caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j96729, expiration date feb2017, one back wrap on (B)(6) 2015 for lower back pain. Medical history included left rotator cuff surgery on (B)(6) 2015, post-menopausal, patient has no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. Concomitant medication included oxycodone 5mg tablets by mouth on (B)(6) 2015 for pain after rotator cuff surgery, not still taking. She took two oxycodone 5mg tablets that sunday at 7am, 1pm, 7:15pm and 10pm. She took her next dose, monday (B)(6) 2015, another two tablets of oxycodone 5mg tablets and he usually would give her the oxycodone every 4 hours, as needed. The patient previously took thermacare heatwraps off and on when needed in the past 3 months, when asked for how long, it was answered varied. The same problem/symptom was not experienced during previous use. Patient previously used other heat products for pain relief like electric heating pad, hot water bottle, microwave gel pack off and on, as needed in the past 3 months. When asked for how long, it was reported as varied. No problem/symptom with one of these products. The patient had recent left rotator cuff surgery on (B)(6) 2015 and had spent a lot of time in bed recuperating; which led to lower back pain. She applied product to the small of her back, above her hips. She wore a nightgown over the patch and she had a band around her waist, across where the patch was applied, from the sling she had to wear at all times. Thermacare wrap was placed directly on her skin around 10pm, before she went to bed, on (B)(6) 2015 (also reported as (B)(6) 2015). She used the product for six to eight hours. Probably closer to 6 hours. She fell asleep and woke up about 6-8 hours later due to pain where the patch was. She had removed the patch and showed her husband, around 7am that morning. On (B)(6) 2015 (also reported as (B)(6) 2015), she experienced burns and blisters where she had applied thermacare advanced back pain therapy. Her husband counted 5 blisters, all fluid filled, one larger blister, the size of a quarter had popped and the other 4 blisters, about the size of dimes. The entire area of which the heat wrap was applied was red. There were lasting scars which she will now have for the rest of her life. She reported she did consult with a pharmacist. She did not check skin under the product while wearing thermacare; did not read the usage instructions on thermacare before used the product. Therapeutic measures were taken, she applied aloe burn ointment topically to the blisters and reddened area where the product had been applied, as well as neosporin ointment topically once day and placed gauze over the area. The product was discontinued on (B)(6) 2015. Hospitalization was not required. The outcome of the events was not resolved. Patient has medium skin tone. Has no sensitive skin, no abnormal skin conditions. Box and packages in side of the product were all sealed. She did not engage in exercise while using the product (for example, running, bicycling). According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history record, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. The complaint could not be confirmed. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (17aug2015): new information received from a contactable consumer included product data (start/stop date, frequency), reaction data (additional event of scars added, onset date was updated and outcome of events was updated to not resolved). Follow-up (12sep2015): new information received from the product quality complaint group included investigational results and additional onset date of events. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event thermal burn with blisters and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema and scar are assessed as associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn with blisters and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema and scar are assessed as associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history record, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. The complaint could not be confirmed. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided. The event thermal burn with blisters, erythema, and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10 day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn with blisters, erythema, and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Experienced burns and blisters where she had applied thermacare advanced back pain therapy [thermal burn] blisters; experienced burns and blisters where she had applied thermacare advanced back pain therapy [blister] thermacare wrap was placed directly on her skin around 10pm, before she went to bed; fell asleep and woke up about 6-8 hours later [device misuse] lasting scars which I will now have for the next of my life [scar] redness; entire area of which the heat wrap was applied was red [erythema] case description: this is a spontaneous report from a contactable consumer reported for his wife. A (B)(6)-years-old caucasian female patient (not pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number j96729, expiration date feb2017, one back wrap on (B)(6) 2015 or (B)(6) 2015 for lower back pain. Medical history included left rotator cuff surgery on (B)(6) 2015, post-menopausal, patient has no diabetes, no poor circulation, no heart disease, no difficulty feeling heat or pain on skin, no rheumatoid arthritis, no decreased sensation, no neuropathy. Concomitant medication included oxycodone 5mg tablets by mouth on (B)(6) 2015 for pain after rotator cuff surgery, not still taking. She took two oxycodone 5mg tablets that sunday at 7am, 1pm, 7:15pm and 10pm. She took her next dose, monday (B)(6) 2015, another two tablets of oxycodone 5mg tablets and he usually would give her the oxycodone every 4 hours, as needed. The patient previously took thermacare heatwraps off and on when needed in the past 3 months, when asked for how long, it was answered varied. The same problem/symptom was not experienced during previous use. Patient previously used other heat products for pain relief like electric heating pad, hot water bottle, microwave gel pack off and on, as needed in the past 3 months. When asked for how long, it was reported as varied. No problem/symptom with one of these products. The patient had recent left rotator cuff surgery on (B)(6) 2015 and had spent a lot of time in bed recuperating; which led to lower back pain. She applied product to the small of her back, above her hips. She wore a nightgown over the patch and she had a band around her waist, across where the patch was applied, from the sling she had to wear at all times. Thermacare wrap was placed directly on her skin around 10pm, before she went to bed, on (B)(6) 2015 or (B)(6) 2015. She used the product for six to eight hours. Probably closer to 6 hours. She fell asleep and woke up about 6-8 hours later due to pain where the patch was. She had removed the patch and showed her husband, around 7am that morning. On (B)(6) 2015 or (B)(6), she experienced burns and blisters where she had applied thermacare advanced back pain therapy. Her husband counted 5 blisters, all fluid filled, one larger blister, the size of a quarter had popped and the other 4 blisters, about the size of dimes. The entire area of which the heat wrap was applied was red. There were lasting scars which she will now have for the rest of her life. She reported she did consult with a pharmacist. She did not check skin under the product while wearing thermacare; did not read the usage instructions on thermacare before used the product. Therapeutic measures were taken, she applied aloe burn ointment topically to the blisters and reddened area where the product had been applied, as well as neosporin ointment topically once day and placed gauze over the area. The product was discontinued on (B)(6) 2015 or (B)(6) 2015. Hospitalization was not required. The outcome of the events was not resolved. Patient has medium skin tone. Has no sensitive skin, no abnormal skin conditions. Box and packages in side of the product were all sealed. She did not engage in exercise while using the product (for example, running, bicycling). Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from a contactable consumer included product data (start/stop date, frequency), reaction data (additional event of scars added, onset date was updated and outcome of events was updated to not resolved). Company clinical evaluation comment based on the information provided, the event thermal burn with blisters and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema and scar are assessed as associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burn with blisters and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events erythema and scar are assessed as associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability.